Manufacturer narrative:
Additional information: information received on 1/11/2025. Account reported that the lens damage was related to scratches observed. Correction: because of the new information h6 device code is being corrected to 3020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: unknown, information not provided. Section e1: telephone number: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was faulty and explant was performed. There was no delay in treatment or other interventions performed. No further information was provided.